Manufacturer narrative:
The investigation has determined that non reproducible falsely elevated vitros tropi es results were obtained from two separate patient samples using the vitros 5600 integrated system. A definitive assignable cause could not be determined. A vitros tropi es reagent performance issue is not a likely contributing factor to this event based on the historical tropi es quality control data. However, the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Although service actions were performed, there is no definitive evidence to suggest a vitros analyzer related issue contributed to the event. Pre analytical sample processing could not be ruled out as the customer is processing the samples outside of the sample collection device manufacturer¿s recommendations and improper pre-analytical sample handling, cannot be ruled out as a contributing factor to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
Customer obtained a non-reproducible, higher than expected troponin I result from two separate patient samples using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient 1 results: 0.80 ng/ml vs. 0.019 ng/ml. Vitros patient 2 results: 3.47 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected results were not reported from the laboratory and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).